Event description:
Right-side capsular contracture baker grade unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information has been provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra requests to void this medical device report. The healthcare provider informed sientra that this issue was double reported. This issue is captured in medical device report 1651189-2024-07712.

Event description:
Right-side capsular contracture baker grade 4.